Event description:
It was reported that for the first stick attempt, the device advanced easily with no issue. When placed on bung and taped in, sl went to top up sedation dose via IV and there was blood coming from outside of the bung. After numerous attempts to retrieve the device, including cut down, the catheter was removed post mortem. Would have required surgical removal as was unable to remove it from vein. There was patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: the reported unit was not returned, therefore no failure investigation could be performed on the product. The visual analysis performed is limited to the analysis of the media provided. Four photos were provided. In the photos, the tube appeared to be severed into two parts. The portion remaining inside the hub appeared to be correctly assembled with the eyelet and with no visible damages. The tube shows a horizontal clean cut in proximity of the hub. It is improbable that this type of damage occurred during the manufacturing process as the machine where the catheter tube is assembled with the hub and the eyelet is equipped by a pull test station that performs 100% check of the assembled units to verify that the catheter tube is properly secured to the hub. The defective units are automatically discarded. The good product undergoes the routine statistical qc tests. The DHR review shows that the aforementioned tests have been performed with no anomalies noted; all the samples passed the tests, confirming compliance of the product with the specifications. A review of the complaints database has been performed and no other complaint was found on the lot involved. Additional information about the event was requested but not provided. The description of the event reported by the customer and the status of the sample observed are compatible with a potential mishandling of the product during use/removal. Based on the evidence currently available, the investigation did not find any quality related issue that could have resulted in the customer reported problem. Probable cause could not be determined with confidence due to no product returned for evaluation. However, based on the event description, mishandling likely occurred and may have been directly related to the tube severance. Based on the evidence currently available, the reported allegation could not be confirmed, therefore no action will be implemented at this time. If the product will become available, we will reopen the investigation. Complaints data will continue to be monitored.